Manufacturer narrative:
Customer indicated that physician used printout from instrument to evaluate patient sample results and he did not have any concerns with patient results. Siemens headquarter support center (hsc) member has checked and confirmed that lead zeros are not ignored in rapidcomm for patient ID. For e.g. Patient ID# (B)(6) is a different patient from patient ID# (B)(6) in rapidcomm. Customer will be encouraged to scan identifiers, whether patient, account, or sample, rather than to enter them manually to avoid such issues. Siemens will recommend operator to re-train their staff and/or improve process to prevent this from occurring in the future. Rapidcomm is performing as intended.

Event description:
Customer reported that erroneous result transferred from rapidcomm to lis (laboratory information system). Customer stated that in rapidcomm under patient directory when she entered mr# "3691", it populated correct patient but when "003691" is entered, it populated as showing that 1 sample was processed, but no adt demographics. She indicated that they felt that possibly the "leading zeros" may have thrown off the process when transferred to lis. There was no report of injury due to this event.